Event description:
Complaintant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, defib shock testing, and 30j testing without duplicating the report. The analog board was replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.